Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was attempted to be removed, significant resistance was encountered and it was unable to be removed. The stent protector was pulled strongly and it was noted that the stent became elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts that were stretched and distorted. The stent was stretched over the bumper tip. The stent protector was not returned. The stent damage is consistent with forceful handling during preparation of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was attempted to be removed, significant resistance was encountered and it was unable to be removed. The stent protector was pulled strongly and it was noted that the stent became elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.